Manufacturer narrative:
Three (3) actual samples were received for evaluation with a patient connector attached to the female connector. A visual inspection with the naked eye noted the female connector separated from the main body. The connection between the patient connector and female connector was performed with no issues or leaks observed. The reported connection issue was not verified. The cause of the separation is related to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on unspecified dates of (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) patients were not able to disconnect from therapy using each of their minicap extended life pd transfer set. It was further described as "unable to disconnect or unscrew their transfer set" this occurred after use of devices for peritoneal dialysis (pd) therapy. The transfer sets were cut to disconnect from therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.